Event description:
Same case as manufacturer's report# 2134265-2008-00083. It was reported that during an internal carotid artery angioplasty treatment procedure, two stent embolisms occurred. The lesion being treated was a 10 mm long, 90% stenotic lesion located in the 5 mm diameter internal carotid artery. The lesion was not predilated. The physician advanced the 8.0x29mm carotid wallstent monorail system up to the internal carotid artery. Once he reached the desired deployment position he released the stent. However, after performing a control angiography, he realized that the stent had migrated to the common carotid artery. Consequently, he tried to deploy a second 8.0x21mm carotid wallstent monorail. But, this stent also migrated to the common carotid artery. The physician was not able to post-dilate the stents prior to their migration. There was no attempt to retrieve/move either of the migrated stents. One remains in the common carotid artery; the other one remains in the internal carotid artery. Subsequently, the physician implanted a liberte coronary stent in the internal carotid artery. The physician does not consider the patient at any risk for an adverse event due to this event. There were no patient complications during the procedure due to the migrated stents. The physician achieved satisfactory results with the liberte' stent. Patient status is reported as "stable/fine."

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.